Manufacturer narrative:
The model number was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer alleged to have received alternating blood glucose results of 3,5 and 7 on the contour ts. Further information was not provided. It is possible segments may have been missing on the display. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.